Manufacturer narrative:
Device was returned for analysis. Evaluation indicated the device lens was damaged due to mishandling. The fiberoptic lens, objective lens, rod lens, plan glass lens and eye cup were replaced. The device was repaired, tested to manufacturer product specifications and returned to the customer. (B)(4).

Manufacturer narrative:
UDI #: (B)(4). Date MFR. Rec: feb/20/2017.

Manufacturer narrative:
The product was returned for analysis. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the tip (cover glass) of the device was missing. There was no report of patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.